Event description:
No additional incident information was received, however the device was returned and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion, the investigation found the eric device returned with the pusher broken at 19cm from the proximal sphere, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken pusher, but this damage is consistent with the device experiencing forces exceeding the pusher's tensile strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the issue occurred during an acute stroke treatment involving an m1 occlusion on the right side. During the procedure, a rebar 18 was used for the deployment of the eric. Additionally, a bobby was positioned in the petrous segment of the ica, and a sofia 6f catheter was in place at the carotid t/transition to the m1 segment. The eric fractured after deployment for a stent retriever maneuver while being retrieved and remained within the vessel. The eric broke approximately 10 cm proximally to the first cage. Prior to retrieval of the eric, the rebar 18 was removed from the vessel system. Subsequently, traction was applied solely via the eric's pusher wire, in the direction of the sofia catheter. After partial detachment of the eric, it was successfully removed under aspiration using the already placed sofia 6f. The patient suffered no injury or complications. The patient has no symptoms or neurological deficits. After removal of the eric, the affected vessel showed no abnormalities and was fully perfused. It is noted the affected vessel was the proximal m1 segment and the thrombus had a high content of red blood cell components.